Manufacturer narrative:
The field service engineer (fse) followed up with the customer and advised them to power down the system after the case, clean the sensor glass of any debris, and to check the system on power up. The customer informed they had no further issues. No site visit was conducted. The system was working properly and no additional action was required. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No image or video was provided. A log review was conducted, which resulted in the following findings: the logs show the customer conducted a pulmonary segmentectomy procedure on (B)(6) 2022 with system (B)(4). A review of the site's system logs for the reported procedure date was conducted by the technical service engineer (tse). Investigation revealed the following possible related system errors: 31074 - scc foottray sensors have malfunctioned and are disabled until next power cycle. Left foot has excessive block/unblock transition rate. Right foot has no malfunction. This complaint is being reported due to the da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the customer observed a system message stating the foot sensor was disabled. The technical service engineer (tse) reviewed the system logs and confirmed the left foot tray sensor was disabled, which indicated a possible malfunction or excessive sensor blockage. The tse recommended the customer attempt to power cycle the system to resolve the issue; however, the customer could not stop to power cycle the system and stated they would perform the power cycle after the case. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following additional information: the nurse confirmed they were present during the reported case. It was confirmed that the procedure performed was a pulmonary segmentectomy. The nurse was not sure if the system functionality was checked upon powering on the system; however, noted that there were no errors at initial power on and the system was running fine. Prior to the reported message displaying, the system had been in use for about 2 hours. The nurse confirmed they called technical support; however, troubleshooting was not performed because they were in part of the case where rebooting was not feasible. It was noted that the system was set up as a dual console and the faculty was able to perform the remainder of the case with the other surgeon side console (ssc). The surgeon observed and guided the faculty. The nurse informed that they believed the issue was related to the surgeon keeping their foot too long on the pedal. As of today, the system had been functioning properly with no further issues. The procedure was completed robotically with no patient injury or harm.